Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. Blood glucose level at the time of the incident was 141 mg/dl. Troubleshooting was not completed for the insulin flow blocked alarm. Auto mode was not active at the time of the event due to the insulin flow blocked alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.